Manufacturer narrative:
The stent remains in the patient and is not available for evaluaton. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported performing cataract surgery with the implantation of the istent in the patient's left eye. Postoperatively, the patient presented with peripheral anterior synechiae and the stent is malpositioned. Additional information has been requested.